Event description:
The pack was primed without any difficulty. However, the pressure in the cardioplegia line was observed to increase shortly after blood was introduced into the circuit and then the line became occluded. The cardioplegia coil was changed out without complication or blood loss. The procedure was completed successfully and the pt is reported to be fine.